Manufacturer narrative:
Damage to the active electrode at the end of silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. Furthermore in situ measurements show an increase of the ground path impedance over time (3 years). Although the exact cause of this increase could not be determined, as the reference electrode was received incomplete, bone growth around the reference electrode contacts is possible. Other damages found during device investigation are likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Event description:
The recipient's hearing performance with the device deteriorated. Re-implantation was performed on (B)(6)2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is still hearing with her processor but not as good.